Manufacturer narrative:
(B)(4). The tubing was received in the original sealed package. Visual evaluation revealed the presence of a hair inside the original sealed package. The presence of hair in the sealed package is associated with manufacturing processes. Previous complaints for tubing sets with particles and/or hair in the package (including p/c 80-1189) have been evaluated by codman's supplier quality department and the supplier. Supplier evaluation revealed: an inspection of the 17 rejected parts returned by codman revealed that all the loose particulate material observed except one, (hair), was within specification. No other action or investigation is necessary regarding particulates. Corrective action includes: all operators will have been made aware of this and instructed to watch for this issue during manufacturing of all products. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Hcs called and reported that a customer contacted them and stated that there was a hair in the package. Customer was contacted and confirmed that a hair was found inside the sealed package containing the tubing set. No patient injury or delay in surgery reported (hair found during inspection - prior to surgery).